Event description:
It was reported that, pt was experiencing hip pain.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat #nlv-300800y, lot # 26794102, description: rejuvenate modular neck. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.